Manufacturer narrative:
Sanofi company comment dated on 10-feb-2026: this case involves an unknown age female patient who has two autoimmune diseases with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc] for poly-osteoarthritis unspecified. The temporal relationship between synvisc administration and the autoimmune disease cannot be established due to unknown event onset date and latency period. No information is available regarding the patient's baseline medical history including pre-existing conditions, concomitant medications, or any diagnostic investigations that could help evaluate alternative etiologies for the reported autoimmune disorder. Without baseline functional status, or temporal data, the causal relationship between synvisc and the reported autoimmune disease cannot be adequately evaluated. Based on the insufficient information available, the role of synvisc in the reported autoimmune disease can not be completely excluded.

Event description:
Has two autoimmune diseases [autoimmune disorder]. Taking synvisc 2.25 ml every 6 month with no reported adverse event [inappropriate schedule of product administration]. Case narrative: initial information received on 05-feb-2026 regarding an unsolicited valid serious case received from the non-healthcare professional. This case involves an unknown age female patient who had two autoimmune diseases with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), concomitant medications, concomitant disease or risk factor, vaccination(s) and family history were not provided. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate injection at the dose of 2 ml (2.25 ml vial) every 6 months (route: intrasynovial) for poly- osteoarthritis unspecified (strength: 48 mg/6 ml) (inappropriate schedule of product administration) (unknown batch number, expiry date) (latency: same day). She had taken synvsic and had two autoimmune diseases (autoimmune disorder) (unknown latency) (onset date and latency: unknown) (unknown batch number, expiry date). Caller did not want to provide any personal information. Information regarding batch number and expiration date corresponding to the one at time of event occurrence was requested. Batch number of (hylan g-f 20, sodium hyaluronate) at the time of event was(unknown). Action taken: unknown for both the events (therapy was ongoing). It was not reported if the patient received a corrective treatment for the event (has two autoimmune diseases). At time of reporting, the outcome was unknown for the event has two autoimmune diseases. Seriousness criteria: medically significant and intervention required.